Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a faulty high voltage module. The customer declined repair of the device, therefore the device was returned and labeled not for clinical use. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed a "defib fault 80" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.